Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient called because they noticed they were getting poor communication. The patient also reported they were walking and bumped their butt on the counter right where the ins was located. They also reported the tissue around the ins site was swollen and tender and the swelling never went down. The patient still had steri strips from implant. The caller was reporting poor communication, further reporting they used it a couple of days with the main bandage on it and it had worked. It was reviewed that bandages and/or swelling may affect the communication. The patient was redirected to their healthcare provider, they stated they had an appointment scheduled for the 14th, but would try to get in sooner. No further complications were reported or anticipated.